Manufacturer narrative:
The cobas 6000 c 501 serial number was (B)(6) the investigation is ongoing.

Event description:
There was an allegation of questionable alkaline phosphatase acc. To ifcc gen.2 results from the cobas 6000 c 501 analyzer. The initial result was 130 u/l. This result was questioned as it did not compare to the previous day's result. The repeat results from another cobas c501 analyzer were 94 u/l and 83 u/l. The repeat result from the original cobas c501 analyzer was 84 u/l. This result was believed to be correct. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The provided centrifugation settings were lower than recommended by the tube manufacturer. Correct pre-analytic sample handling is within the customer's responsibility. The analyzer alarm trace did not contain any conspicuous events. As the calibration and qc were acceptable, there is no indication of a performance issue with the reagent. The investigation was unable to determine a specific root cause. The customer reported no further issues. There is no evidence to suggest a malfunction of the device.